Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was not alarming when the battery was below 20 percent. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. A receiver functional test was performed and passed all relevant tests. A review of the share logs was performed and not getting audio or vibrate alarms on receiver only when battery is below 20% charge was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was not alarming when the battery was below 20 percent. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.